Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the level detect module, with level sensors attached, to a system 1 simulator and the level module operated as designed. Visual and auditory alerts were received when the alert sensor was exposed to air. Visual and auditory alarms were received when the alarm sensor was exposed to air. The pump stopped when alarms occurred. No alarms or alerts occurred when the sensors were exposed to liquid. The pst placed the level module into heat soak at 40°c for three hours and when removed from heat soak, the level module operated as designed. Alerts were received when the alert sensor was exposed to air. Alarms were received when the alarm sensor was exposed to air. The attached pump stopped when alarms occurred. No alarms or alerts occurred when the sensors were exposed to liquid. Opened the level module and inspected the circuit boards and connections with nothing found that would cause failure. Operated the module over a three week period with no failure occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per follow up with the fsr, the customer is not going to return the level sensors at this time.

Event description:
Per clinical review on september 21, 2016: clinical services (cs) to the perfusionist (ccp) in regards to this incident. This center has reported a number of level not attached alert messages recently when using system-1 level sensors with their current oxygenator reservoir (medtronic fusion). They have used this reservoir for a number of months, with little issues, but have experienced a number of alerts with the hiring of two new associates. This complaint specifically describes coupling issues of the level sensors when using this "rounded reservoir". The ccp stated the level sensor pads are placed very low on the reservoir (alert = 150 ml and the alarm = about 75 ml). The sensor pads are placed near the front of the reservoir and are near / on the graduated reservoir volume label. This is one of the most rounded surfaces of the reservoir. Cs asked the ccp if she allows the adhesive of the sensor pad to set for at least five minutes and she claims she does, but can't speak for all of the other ccps. This center uses a roller pump as the arterial pump and they have the alert sensor configured to reduce the speed of the arterial pump and the alarm sensor is configured to stop the arterial pump if the reservoir volume is below the sensor location on the reservoir. In this case, at times, there would be an audible alert but it would clear before posting a message on the central control monitor (ccm). As they have had other level sensing issues, she assumed it was the level sensors that were decoupling (not attached)...and when the level sensors were turned off, the audible / visual messaging stopped. A number of mitigations were done in attempt to address the sensing issues. These included: replacing the level sensor pads, removing and re-inserting the level module, and changing out the yellow level sensor cable. None of these interventions addressed the coupling issues, and in the end, the level sensors were placed in the off position for the remainder of cardiopulmonary bypass (cpb). When the level not attached messages did occur, there was no pump response of the arterial roller pump per intended design of the system. In cs conversation with the ccp, cs discussed a number of use issues including the following: the system-1 instruction for use (IFU) warns the user not to place the level sensor over labels as may lead to detaching and decoupling issues. Stephanie did state the labels are close / adjacent to the volume label strip on the front of the reservoir. The IFU states to do not place the sensors below the minimum level recommended by the reservoir manufacturer. For the medtronic fustion, used by this center, the minimum recommended level is 200 ml. This means the alarm (lower) sensor should be no lower than 200 ml and the alert sensor should be higher than the alarm sensor. The ccp claims she places the alarm sensor at 75 ml and the alert at 150 ml. These very low placements points are at the most rounded area of the reservoir and also increase the risk of draining the reservoir as the roller pump has little time to respond ( especially at higher flow rates). The IFU states to place the sensors on a flat surface. The medtronic fusion does not have a perfectly flat surface, but the reservoir is less rounded on the sides. If the sensors are placed at or above the minimum level of 200 ml, they can be placed on the side which is less rounded. Cs spoke to a clinical specialist ccp at medtronic, and he has experience in using the fusion reservoir with these level sensors. He stated that if the sensors are placed on the side of the reservoir at or above 200 ml, coupling can and has been accomplished. In my conversation with the ccp (at st peters), she states their clinical practice will not allow for sensor placement at /above 200 ml. The IFU states to let the level pad adhesive set for at least five minutes to allow for proper adhesion before the actual sensor is connected to the sensor pad. The ccp stated that she waits five minutes, but she stated that she is not confident other perfusionists in her group follow this step. There is no indication the sensor are not functioning to specification. The manufacturer's field service representative (fsr) has visited the hospital on more than one occasion and no functional issues have been found. After discussions with the ccp, a number of use issues do not follow the IFU recommendations and this will increase the risk of decoupling of the sensors from the reservoir and result in level not attached alert messages. Cases are being completed successfully, without delay and without associated blood loss. Coupling / re-coupling of the sensors are attempted and at times adequate coupling is not achieved and level sensing is turned off.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00619. The field service representative (fsr) arrived at the site and the level module led was green. The fsr shut down the system and rebooted the level module and the green led lit up as expected. He then tested the level sensor and module with a test reservoir and the module was operating correctly. The system operated to manufacturer specifications and was returned to clinical use. Per field service representative (fsr) he sent a new module to the customer as a precaution.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level detector was alerting during the case an there was a yellow light on the level module. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. This complaint is for the level module. Additional information: the level module had audible alarm sound only without visual clues or servo-regulation intervention. The user turned off/on the level sensor multiple times with same result. The user replaced the level sensor pad and received the same response. The level module was pulled out and re-inserted (initially had green light, after pulling and re-insertion had a yellow light). The user tried a different level module, but discovered they were not recognized by the heart/lung machine. They re-inserted original level module and got green light but this time audible alarm plus visual clues but no servo-regulation intervention. They changed yellow level cable same response as with module audible and visual clues but no servo-regulation. Then ran rest of case without level detector.